Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 30 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was not exposed to any high magnetic fields. The reservoir volume matches the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.